Manufacturer narrative:
The repair inspection confirmed the customer¿s reported problem; the image is grainy due to a defective imaging unit. The image is visible but peeling occurs in the upper right corner of the image. Additionally, the adhesive of the distal end objective lens was found peeled off. Also, the repair inspection noted the following: the angulation is insufficient due to an elongated angle wire. The bending section cover adhesive is missing. The video connector and video connector case is cracked. Scratches on the bending section cover, on the grip, the up/down/right/left angulation plate, video connector, light guide connector, scratches on the surface of the light guide coverglass, video connector case, the investigation is ongoing. However, if additional information becomes available this medical device report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have an alternate equipment prior to use.

Event description:
Olympus (omsc) was informed that the customer endoeye flex deflectable videoscope was returned to the olympus repair center for a ¿poor image¿. The customer reported problem was found during an unspecified event. However, the repair inspection identified the adhesive of the distal end objective lens is peeled off. No death, injury or harm was reported to olympus. This report is being submitted to capture the adhesive of the distal end objective lens is peeled off.

Manufacturer narrative:
Correction: h4: sep 12, 2013 should have been selected on the initial report rather than sep 13, 2013. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to use stress, external factors, or handling. Olympus will continue to monitor field performance for this device.